Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was admitted in the hospital post implant with intra-abdominal and vaginal bleeding, air noted through abdominal muscles and back. Additionally, the patient experienced a lot of pain and a severe headache. It is currently unknown if related to pump therapy.